Event description:
It was reported that the right atrial (ra) lead was failing to capture and had intermittent undersensing. Diagnostic imaging indicated that the lead was misplaced. The lead was repositioned and the problem was resiolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 crt-d implanted: 2015-(B)(6). (B)(4).